Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Subsequently, the customer experienced an elevated blood glucose (bg) value displayed as "high" and a trace level of ketones. A specific bg value was not provided. The customer administered a manual injection of insulin and delivered a correction bolus to address the issue. Reportedly, the customer reloaded the cartridge to address the issue.